Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted possible occasional ventricular undersensing on stored electrograms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.